Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage(kitchen). Note: in addition of the test strip lot# pt2843 (complaint),customer will return a batch of test strips that is part of customer's supply,which include a recall test strips lot # ps2418. Ref: recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 449 mg/dl. The customer's expected fasting blood glucose test result range is 140 to 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 05/16/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).